Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that tissue was noted in the helix however, the lead tip and helix appeared intact and undamaged. It then passed continuity test with manipulation and hi-pot test.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged while extracting the right ventricular (rv) lead. This lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.